Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit had failed battery test alarm due to corroded battery tube. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to failed battery test alarm. Unit had missing end cap sticker, cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a failed battery test alarm and display screen was blank. Customer's blood glucose was 350 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer reports that alarm was cleared but display screen remained blank. Customer was advised that insulin pump would need to be replaced.